Event description:
The manufacturer received information from a third party service center alleging a ventilator's internal battery was depleted. The device was not in patient use. The ventilator was returned to the third party service for evaluation and the customer's complaint was confirmed. The device's internal battery was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a third party service center replaced an internal battery. The internal battery was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation, the root cause of the internal battery not charging was found to be due to a .5vdc cell imbalance. Evaluation conclusion: the manufacturer only investigated the internal battery.